Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred prior to issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump. Technical support planned to replace the pump and as a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.